Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's battery got hot or warm to the touch when she got active. If the patient put on a cold compress or slowed down her activity the battery would cool down. The location of the symptoms was at the ins location. It was noted that the ins feeling hot was a sudden change in therapy/ symptoms that occurred in (B)(6) 2016, three weeks prior to (B)(6) 2016. The patient has not had her recharger or patient programmer since (B)(6) 2016 because they were stolen out of her vehicle. It was noted that the patient fell in (B)(6) 2016 and again in (B)(6) of 2016. The patient's healthcare professional stated that the patient needed to take more precautions with safety and the patient noted that she was now in a wheelchair from a walker. No troubleshooting/interventions had been taken as of (B)(6) 2016. It was noted that the patient felt stimulation where she needed it. The patient was to call a healthcare professional to discuss what was happening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.